Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 19248754/2000013409.

Event description:
It was reported that the patients percutaneous leads migrated after a non device related back surgery. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.